Event description:
It was reported that the pulse generator exhibited an end of service alert during post implant interrogation. Telemetry was lost during the test and it became stuck. Electrocautery interaction during implant was suspected. After a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.